Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at around 1-2 p.m. Due to high blood glucose. The customer¿s blood glucose level at the time of admission was 262 mg/dl. They had symptoms such as nausea and dizziness. They were treated with 5 units of insulin and intravenous therapy and was sent home. They were wearing the insulin pump at the time of the hospitalization. Their current blood glucose level was 213 mg/dl. Troubleshooting was performed on the insulin pump. There was no noted malfunction. The device will not be returned for analysis.